Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing charging issues. It was believed that the battery was deeply placed and it was hard to find during palpation. The patient underwent a pocket revision procedure. The patient was reportedly doing well post operatively.